Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned elevated results from 1 patient tested for carbohydrate antigen 19-9 (ca 19-9). The customer provided 2 patient samples for investigation. Of the data provided, erroneous ca 19-9 results were identified between the customer's e602 analyzer, a lumipulse analyzer, and an e411 analyzer used at the investigation site. All results from the investigation will be reported to the customer. Erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. The unit of measure was not provided. No adverse event was reported. The e411 analyzer serial number was (B)(4). The ca 19-9 reagent lot number used at the investigation site was 181825. The expiration date was not provided. The serial number for the customer's e602 analyzer was not provided. It was noted that the patient sample was not hemolytic when visually examined by the laboratory technician at the customer site. Based on the available data, a specific root cause could not be identified.